Event description:
The catheter had a leak but they are not sure if the leak was caused by the pt. "Leakage from PICC discovered to have hole - line discontinued. Pt's left arm swollen from hand to elbow - pulses intact."